Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-00756. It was reported the patient complaints of a headache and left foot pain post-trial implant procedure. Csf leak was suspected. As a result, the patient underwent surgical intervention during which the trial leads were explanted.